Event description:
It was reported that two days post op to an lar the patient had an anastomotic bleed and had to have corrective surgery. The patient is now fine.

Manufacturer narrative:
(B)(4). Date of event: only event year is known: 2021. Batch # unknown. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information: the operating surgeon shared that he has been using ethicon devices since his residency and continues to use as he is (B)(6) years old. He performs around 40-50 lar¿s (baker style anastomosis) per year in a small community hospital. The post-op bleed was intra-luminal. The patient had an ¿oozer¿ that was venous and had stopped intra-operatively but post-operatively there was an arterial bleed and a flex sigmoid was done and clipped. He stated that when he used the ethicon manual device, compression was applied for 10-seconds, with the powered there is no compression except for what the stapler gives you and then you open it. He explained that the spike is anterior, the anvil is mated, and the device is closed all the way down and he waits for the amount of an ¿our father¿ and does not re-tighten as he is always down and then he fires, not the first assistance. Once fired, he does not wait and opens the device using two full turns and removes per the IFU and then does a bubble test. He has not experienced any removal issue. Donuts look great every time. Pms shared that there is a slightly tighter staple line with the powered compared to the manual. Discussion was also done on closing the device. The surgeon had no further questions and appreciated the conversation. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.